Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga needle was used for an ultrasonography of airway procedure performed on (B)(6) 2026. During the procedure, the front end of the puncture needle sheath was mild bent, causing the needle tip to penetrate the sheath. Another expect pulmonary olympus 22ga needle was opened and used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation results of "needle punctured sheath". Block h11: device evaluation - the complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported events. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "needle punctured sheath" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established" due to lack of evidence and without proper evaluation of the device.